Event description:
It was reported that rapid battery depletion was observed. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed. The device exhibited a high current drain which was traced to hybrid.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.